Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foggy image was that the universal cord had leakage during user handling and water invaded inside the device. It caused adhesion of moisture to ob-lens unit. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was foggy. The issue was found during preparation for use. There were no reports of delays or patient or procedural involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the charged coupled device, a foggy image occurs. The additional evaluation findings are as follows: due to a scratch on the universal cord, water tightness was lost, due to damage, and switch #2 did not work, the video cable was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.